Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: during the procedure, the needle disengaged from the device and fell into the patient. It was retrieved. To complete the procedure, a new needle was used. The other needle bent during the procedure. However, the jaws became stuck closed with the needle inside. The cartridge is being returned, because it is the cartridge that the bent needle came out of. No patient injury.